Manufacturer narrative:
The complainant reported sub-optimal processing from the "biopsy run (4 hr)" protocol started in retort b at 18:04pm on (B)(6) 2016 and the "dr. (B)(6) (1.5 hr) protocol started in retort a at 20:57pm on (B)(6) 2016. Manufacturer evaluation of the instrument logs found that bottle 7 was not in contact with the corresponding sensor for approximately 1 minute and 20 seconds, which is sufficient time to complete manual replacement of the reagent. A user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 11:51am on (B)(6) 2016. However, the measured ethanol concentration in bottle 7 (ethanol) was found to be 69% following completion of three (3) processing protocols only. This finding indicates that a use error occurred during replacement of the reagent in bottle 7 (ethanol) at 11:51am on (B)(6) 2016. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used for the final dehydration step of both of "biopsy run (4 hr)" protocol started in retort b at 18:04pm on (B)(6) 2016 and the "dr. (B)(6) (1.5 hr) protocol started in retort a at 20:57pm on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. It was also noted that the variance between the measured ethanol concentration and that calculated by the instrument software in each of bottles 3, 4, 6, 8, 9 and 10 also exceeded the acceptable limit; and there was no reagent that met the concentration requirement for use in the final dehydration step on the instrument at the time of the event. Investigation of this complaint found that the instrument operated within specification during execution of both the "the "biopsy run (4 hr)" protocol started in retort b at 18:04pm on (B)(6) 2016 and the "dr. (B)(6) (1.5 hr) protocol started in retort a at 20:57pm on (B)(6) 2016, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 11:51am on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The discrepancy noted between the calculated and measure ethanol concentrations in bottles 3, 4, 6, 8, 9 and 10 indicates that the manual reagent replacement process is generally not being completed in accordance with the manufacturer instructions detailed in the peloris/peloris ii user manual. The consequences of incorrect completion of the manual reagent replacement process are inadequate dehydration of tissue samples and contamination of reagents used in subsequent clearing and wax infiltration steps.

Event description:
Leica biosystems received a complaint regarding "slippery and mushy" tissue following a "biopsy run (4 hr)" protocol started in retort b at 18:04pm on (B)(6) 2016 and a "dr. (B)(6) (1.5 hr)" protocol started in retort a at 20:57pm also on (B)(6) 2016. On 11 january 2017, leica biosystems (B)(4) received information that all cases for which sub-optimal tissue processing had been identified were diagnosable.